Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the alleged pericardial effusion could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The following was published in the international journal of cardiology in an article titled ¿initial signal centre experience with the novel rhythmia© high density mapping system in an all comer collective of 400 electrophysiological patients by lackermair k, kellner s, kellnar a, et al., 02 august 2018. ¿four hundred patients underwent ablation of atrial fibrillation or atypical atrial flutter, accessory pathways, and focal atrial tachycardia to collect data on the use of the rhythmia© high density mapping system. When required, left atrial access was obtained by fluoroscopically and hemodynamically guided transseptal puncture using a deflectable sheath (agilis, abbott, st. Paul, mn, USA). There were three cases of pericardial effusion during the mapping procedure." (Https://doi.org/10.1016/j.ijcard.2018.07.141).